Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2026-148844 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced no readings on the dexcom app for more than 3 hours. The patient then developed symptoms such as cold sweats and dizziness. The patient checked her blood glucose using a bg meter, which showed 41 mg/dl. The patients mother called paramedics, and the patient was brought to the ER at around 5:00 pm. The doctor administered medications that the patient could not recall. After receiving treatment, the patient rechecked her blood glucose, which was 251 mg/dl. The patient reported feeling better but was unsure when she would be discharged. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.